Event description:
It was reported that during a lap. Chole, the clip misfired and it was bent. The customer used another like device and completed the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.